Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be performed because the lot number was not reported, and the device was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery (rcfa) and calcified left common femoral artery (lcfa) prior to a transcatheter aortic valve repair (tavr) procedure. In the rfca, the pre-close technique was used via a 6f sheath hole. Reportedly, a cuff miss [suture retrieval issue] occurred. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to 18f, and the procedure was completed. Hemostasis of the rfca was achieved with the pre-placed prostyle device. After the procedure, a prostyle device was used in the lcfa with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.